Event description:
The rptr stated they had a couple cases of endophthalmitis. The rptr also stated that the drapes used were not sticking to the pt properly: not tacky enough. The thought the drape maybe suspect since that was the only thing different for the cases. Add'l info was rec'd on 01/22/2008 stated there were no other cases of endophthalmitis. This pt underwent a vitrectomy procedure. Add'l info has been requested. However, the customer has not responded to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress.